Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed that the imaging system computer would not start. A replacement computer was sent to the site and the replacement was performed by the medtronic representative. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Per the testing findings, "when oarm computer was installed in the oarm system. Oarm application was not launched completely, due to error. Error was fixed after re-installing 3.1.2 sw. Corrupted software." This confirms a software based issue due to a corrupted software file. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not starting up entirely. The pendant display was black after startup while the viewing station started without issue. Initial troubleshooting included restarting the system twice without resolution. There was no patient present when this issue was identified.